Manufacturer narrative:
The customer contacted the siemens customer care center. The siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the instrument and replaced the seals on the dilution probe aspiration pump (dip), dilution probe discharge pump (dop), and the dilution probe wash pump (dcp) pumps. The cse adjusted the tension on the drive wires on the dilution aspiration pump (dip) and sample aspiration/dispense (sp) pumps; cleaned the dilution tray wash unit (dwud). Replaced tubing #4 at the dilution tray wask unit (dwud) after finding a notch worn in the tubing. The cause of the issue was resolved by rebuilding the dilution probe aspiration pump (dip) and replacing the dilution probe valve (dpev) and check valve. The cse performed a system wash on the instrument. The quality control (qc) was run and found to be within their acceptable qc range. The device is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, urine patient results were obtained on multiple patient samples on the advia chemistry xpt instrument. The initial results were reported to the physician(s). The same samples were repeated on an alternate instrument. The repeated patient results were reported to the physicians(s). All of the urine quality controls (qc) fell outside (-4sd) of their acceptable qc ranges. There are no known reports of adverse health consequences to the patient(s) due to the discordant patient results.